Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device failed to alarm for occlusion. The pump module reportedly had a visual alert (message) of the occlusion but there was not audible alert. The issue was reported to bd associate during their site visit. There was patient involvement but no harm. Upon further customer follow up it was noted the device was flashing red, reading downstream occlusion patient side, however no audible alarm. Per clinician, option on screen was to "cancel silence". Pump switched out but same series of events occurred. Customer biomedical engineering performed an internal investigation. Findings included: event logs showed that the device had in fact alarmed upon the occlusion and silence button was pressed to pause ¿audible¿ alarm. Biomed performed visual and audible alarm test and passed the test., biomed also checked all keypads including silence button and no faults found., biomed performed the functional test including occlusion test and passed the test.